Event description:
It was reported that disconnection of the catheter occurred at the pump connector. Diagnostics/troubleshooting had included a dye study, checking the logs and x-rays. It was reported increased fluid around the pump had been noted by the patient. It was also reported there were no patient symptoms or complications associated with the event. The dye study was performed and demonstrated that the sutureless connector was disconnected to ¿some degree¿. As a result of the event, surgery was to be scheduled for revision. The device system was used to deliver prialt. It was later reported that upon the dye study being performed that determined the sutureless connector was ¿somewhat¿ dislodged from the pump, the issue was causing a leak in the pocket. The current plan of action as of 2013 (B)(6) was still to revise that portion of the catheter ¿sometime next week¿. It was reported ¿about a week prior¿ to 2013 (B)(6), the patient had experienced swelling and fluid around the pocket. The health care provider (hcp) had aspirated and sent the fluid in for a culture. It was later reported that no further investigation had been done. The patient was to be scheduled for a revision on 2013 (B)(6) or 2013 (B)(6). It was then reported the revision was performed on 2013 (B)(6) and the section of the sutureless connector was spliced and was the reason for the leakage. The piece was fixed and the system was now working as intended. It was later reported that the patient¿s daughter had been in the hospital with the patient since the day prior (2013 (B)(6)) because of ¿the way the catheter snapped¿. It was reported, the surgery took two and a half hours instead of twenty minutes. It was reported, the hospital was keeping the patient due to a complication of not being able to stay awake and also because the patient was experiencing a lot of pain. Due to the patient having anesthesia, the hospital wanted to monitor the patient. It was reported, they had cut the medication down to ¿hardly anything¿ and were administering other medications in addition to the pump medication to assist with incision cares and post operation surgery pain. It was reported, the patient¿s daughter felt the patient shouldn¿t have had to have this surgery because, the ¿tubing shouldn¿t have broken¿. When it was inquired why the surgery look longer, the patient¿s daughter believed the pump was under the patient¿s muscle but wasn¿t sure of where the catheter was at the time of surgery. No further information was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that there was no catheter available for return. As far as the reporter knew, the patient was doing well.